Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Patient representative reports patient expressed ¿dissatisfaction with the results¿ and concern that one of their breasts "was larger than the other." A photograph was taken and it demonstrated ¿apparent overfilled implants.¿ upon follow up with physician patient reported ¿the left breast seemed larger than the right¿ and ¿left breast was higher but the left nipple was lower." Another photograph was taken and it demonstrated ¿overfilling of the implants with breast asymmetry.¿ patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and [patient] will suffer them in the future." Device remains implanted. This is for the left side. See MFR #9617229-2017-02313 for the right side.